Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported customer's adc freestyle libre sensor detached after 7 days of wear due to being exposed to moisture. On (B)(6) 2020, the customer had symptoms of perspiration and subsequently had a seizure and lost consciousness. The firefighters were called to assess the customer. The customer was then treated with an injection of glucose by a non-hcp for treatment. The customer regained consciousness and no further treatment was provided. There was no report of death or permanent injury associated with this event.